Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d7a, d9. H3, h4, h6: part number: 314.10. Lot number: 5123894. Supplier lot number: manufacture date or release to warehouse date: january 27, 2006. Expiration date: supplier/manufacture site: brandywine. No ncrs were generated during production of lot number 5123894. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of the non-sterile product that would contribute to this complaint condition. Visual inspection: the scrdrivershaft-hex cann sst (part #: 314.10 and lot #: 5123894) was received at us customer quality (cq) assembled with the unknown handle. Upon visual inspection it was found that the shaft showed no damages. But the handle which was assembled is a non-j&j part and it was slightly chipped off and discolored. No other defects were identified with the returned device. Device failure/defect identified? No. Functional test: during the functional test, the handle was tried to remove from the shaft but it was unable to dis assemble the both. Dimensional inspection: no dimensional inspection was performed due to the disengagement of the handle and the shaft. Complaint confirmed? No. Document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. - cann hex screwdriver shaft f/ 3.5 & 4.0mm cannscrew: current and manufactured revisions. Conclusion: the complaint condition was not confirmed for scrdrivershaft-hex cann sst as it does not show any signs of the damage. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It wit was reported that on an unknown date, the following product was found broken: aluminum case, depth gauge, t-handle with quick coupling, two cannulated hexagonal screwdriver, and hexagonal screwdriver. Attached to cannulated power shaft is a large quick coupling that needs to repair. It is unknown when and where the issue was discovered. It is unknown if there is patient nor procedure involvement. This complaint involves (6) devices. This report is for (1) scrdrivershaft-hex cann sst. This report is 6 of 15 for (B)(4).